Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the current complaint of "unspecified system error." The event history log review was performed and revealed multiple ¿system error 345¿ messages, however evaluation was unable to reproduce the error. Evaluation determined the cause to be a failed downstream sensor. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified system error. There was no known patient injury or medical intervention associated with this event. No additional information is available.